Event description:
The patient reportedly had a skin flap irritation. The patient was advised to discontinue use of the external equipment. The patient had his ears cleaned of wax blockage when device electrodes extrusion was confirmed. Surgery will be scheduled to explant the patient's device.